Manufacturer narrative:
As per further information provided, it was confirmed that the patient was not in a life-threatening condition. The indication of risk of death in the original report was the result of a mistake during the completion of the reporting form. Based on reassessment, no death or serious injury; potential for death or serious injury is remote. There are multiple potential causes for no signal, loss of signal, or inability to sense pressure. These issues may occur during setup of the device or during use. Any failure mode that results in the absence of hemodynamic values on the display will prompt the user to perform their routine trouble shooting. If unable to correct, the device can be exchanged without an increase in the inherent risk of infection and with minimal delay in monitoring. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient receiving a nitroprusside infusion, this vamp pressure set lost the blood pressure value on the monitor, thus, putting patient at risk, as per customer's opinion. Replacing the transducer solved the issue. There was no allegation of patient injury. The device was available for evaluation.